Event description:
The customer reported being unable to scan their freestyle libre sensor when using the freestyle librelink app. The customer was unable to monitor her blood glucose levels and reported that subsequently she experienced symptoms of hypoglycemia. The customer was treated with glucagon injection by a third-party (co-worker). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to scan their freestyle libre sensor when using the freestyle librelink app. The customer was unable to monitor her blood glucose levels and reported that subsequently she experienced symptoms of hypoglycemia. The customer was treated with glucagon injection by a third-party (co-worker). There was no report of death or permanent injury associated with this event.

Event description:
The customer reported being unable to scan their freestyle libre sensor when using the freestyle librelink app. The customer was unable to monitor her blood glucose levels and reported that subsequently she experienced symptoms of hypoglycemia. The customer was treated with glucagon injection by a third-party (co-worker). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. All results were within specification. No malfunction or product deficiency was identified.